Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error codes e226, e228 and e229. The issue occurred during maintenance. There was no patient involvement

Manufacturer narrative:
Based on results of investigation, it is likely that the occurrence was caused by water ingress and subsequent corrosion of the scope connector due to leaks identified.

Event description:
No additional information received from the customer

Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Error e226 was not confirmed. Error codes e228 and e229 were confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion on the endoscope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.